Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal hepatresection, at the time of gleason removal, when the reload was fired, a transparent plastic piece from the reload or shell fell into the patient cavity and was retrieved by the doctor with tweezers under direct view to resolve the issue. There was no patient injury.